Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had button error alarm due to moisture damage on the keypad traces. Unit had cracked display window corners, display window, battery tube threads, reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had unexplained high blood glucose and dka. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 613 mg/dl. Caller stated that the customer was sweating and his insulin pump was alarming button error. Nothing further was reported.